Event description:
In 06, a physician successfully deployed and positioned an xact tapered stent into the left internal carotid artery/common carotid artery. Pre-balloon dilatation was performed using another brand of balloon prior to placement of the stent. Post-stent dilatation was performed with another brand of stent. Hemostasis was achieved with manual compression. It was reported in 06, the pt experienced hypotension towards the end of index procedure. Placed on dopamine drip. Continued on dopamine until later in the afternoon, at which time dopamine was discontinued. Ten minutes later, hypotension returned and dopamine was restarted. The pt's blood pressure stabiilzed the next morning. It was reported in 06 that the pt experienced a hematoma post-procedure, corresponding with decreased hemoglobin from 12.2 g/dl to nadir of 8.1 g/dl. The pt received a total of four units of packed red blood cells (thrid unit discontinued early due to pt intolerance of volume). The pt was discharged to home the 2nd day, with further monitoring of cbc to be completed.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.